Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no high alert setting on the mobile app was reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined.